Manufacturer narrative:
Conclusion: multiple attempts have been made to obtain additional information and have so far been unsuccessful. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
Additional information has been requested regarding the reason for the permanent pacemaker implant. The device remains implanted and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that two days following the successful implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted. Medtronic was not made aware of what precipitated the need for a pacemaker. No further information has been made available to medtronic.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.